Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range shock impedance measurements during commanded testing. It was noted that daily measurements were within range. Additionally, a message was observed indicating tachy therapies in the ventricular tachycardia (vt) zone were programmed off. Boston scientific technical services (ts) confirmed the message was due to the vt zone being programmed as monitor only and was not related to the low out of range measurement. Ts also confirmed that one of the commanded measurements was listed as noise. It was reported the patient was in the hospital with electromagnetic interference (emi) in the room. Technical services discussed the low measurements were likely from emi in the room. No adverse patient effects were reported.